Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, and the customer successfully reset the device, preventing any recurring issues. The customer chose to resume insulin administration independently without further follow-up but was instructed to contact support again if the issue reappeared.